Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 24jul2020. Both the sheath and the carrier tube assembly were kinked. The doctor encountered resistance when he inserted the first carrier tube assembly. After which, he pulled it out and re-attempted with the second carrier tube assembly; however, the same issue occurred. He then aborted the vcd procedure and proceeded to manual compression for the patient. After the first carrier tube assembly failed to deploy, he pulled out the carrier tube while maintaining the sheath position. As such, the access to the arteriotomy was maintained.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00380.

Event description:
The user facility reported that the doctor was not able to deploy the involved angio-seal device footplate, and realized the sheath was kinked after removing from patient. He then opened a second angio-seal device with same lot number and the same incidence happened. He decided to complete the hemostasis by manual compression. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 24jun2020. Both devices were used in the same case for the same patient. The procedure performed for the patient prior to use of the closure device was a lower limb angioplasty. A 6fr sheath was used. A pre-deployment angiogram was performed.